Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis bifurcate stent graft was implanted in the endovascular treatment of a 65mm aaa.  Post-operatively,  a type ia endoleak was discovered on CT. The endoleak was attributable to in-folding in the body of the bifurcated graft, which was well-positioned at the renal arteries. The patient was treated non-emergently with two non mdt stents implanted to flatten the in-folding, which eliminated the endoleak . There were access issues with the closure devices, and a cutdown was performed on the right femoral artery to close the access site.  Per the physician the cause of the infolding/ ia endoleak could not be determined.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Film analysis the reported stent graft infolding and endoleak were confirmed in the provided videos. However, the cause of the events could not be conclusively determined due to incomplete imaging data. The sizing report, which lacked still images, noted the infrarenal aortic neck diameter ranging from approximately 30-32 mm, from proximal to distal. It also noted the presence of moderate thrombus and mild calcification in the aortic neck. The pre-implant and post-implant CT images provided were in video format, which did not allow for image manipulation or alternative views, such as coronal or sagittal planes. These additional perspectives would have facilitated a more thorough evaluation of the infrarenal neck, including angulation, the infolding event, and the endoleak. Both videos ended at the level of the aneurysm sac, leaving the limbs unassessed in the pre and post-implant cts. Based on the available data, the endoleak appears most likely to be a type ia endoleak associated with the gutter formed by the infolding. The exact cause of the infolding remains undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.